Event description:
Haemonetics received a complaint on (B)(4) 2012 for an orthopat device with the description "no power." No pt/operator injury associated.

Manufacturer narrative:
Upon eval of the device on (B)(4) 2012, evidence of fluid ingress was noted with damage to electrical components and the complaint was escalated. Controller pcb and the fuse were burned due to internal fluid spill. Electrical components replaced due to damage from spill include the wall vacuum, driver pcb and the controller pcb. The device was cleaned and upgraded and is now ready for use. (B)(4).